Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, the corroded adhesive was most likely cause by component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed in the device evaluation that the duodenoscope exhibited corrosion on the adhesive around the light guide lens. There was no patient involvement.